Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) during interrogation exhibited 3 alerts, first elective replacement indicator (eri), then end of life (eol) indicator, then possible device malfunction code 01. It was reported that when last interrogated, 3 months ago, the device was at middle of life (mol). The patient did not recall hearing any beep tones from the device.